Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer used the 20fr bardia urinary drainage bags, the catheter was changed on friday, and they found out that the patient was wet on monday (B)(6) 2024, the bag was changed and found leaking next day tuesday, bag was changed a yet again they found that the patient was wet today.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be wrong product size selected/amplifier card faulty/wrong setting of drying parameter and etc. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer used the 20fr bardia urinary drainage bags, the catheter was changed on friday, and they found out that the patient was wet on monday (B)(6) 2024, the bag was changed and found leaking next day tuesday, bag was changed a yet again they found that the patient was wet today. Per follow-up information received on 10apr2024, it was reported that there was no issue with the drain bags. Customer was just giving a timeline on when they changed them for the patient.